Event description:
It was reported that the patient was not able to make adjustments with the programmer both with or without the antenna attached. It would not do telemetry and the poor communication screen was displayed. The patient alleged an appliance turned her stimulator on. The patient was not able to turn stimulation off. The issue started the day prior to the report. Upon return of the programmer, there were no significant anomalies found. The antenna jack was resoldered as a preventative measure. Additional information about the outcome was requested. If received, a follow up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved. The programmer was replaced overnight in (B)(6) 2014.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).